Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803.

Event description:
In this event it is reported that a k-file m-access 21mm 025 file broke during use. Attempts were made to remove the broken part from the canal, but due to the location of the broken file in the root canal it could not be successfully removed. Due to the patient's pain problem, the tooth was extracted. After tooth extraction, there was no follow-up treatment and no medical disputes occurred.

Manufacturer narrative:
The investigation results for this complaint are involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1747522). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (hand used file - technique no more verifiable to date), overuse (file used about 10 times - multiple reuses may increase risks of breakage), excessive wear (file used about 10 times), patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.